Event description:
There was an allegation of a questionable result from the cobas pro c 503 analytical unit. Patient 1 initial cholesterol result was 34 mg/dl. The repeat result on another cobas pro analyzer was 160 mg/dl. Patient 2 initial cholesterol result was less than 0.3 mg/dl. The repeat result was 2.9 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.

Manufacturer narrative:
The reagent lot numbers were requested but were not provided. The field service engineer found the liquid level detection cover had broken wire clips causing intermittent liquid level detection errors and sampling issues. He replaced the syringe seals and sample probe, checked alignments of the sample probe, and checked cell rinse levels. He replaced the liquliquid-levelection cover. Precision on several assays passed. The investigation determined the service actions resolved the issue. The e1 initial reporter state code was actually (B)(6).